Manufacturer narrative:
Concomitant medical product: 5592-45 lead; implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated possible oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.